Event description:
The manufacturer received information alleging a variation in the ventilator's pressure delivery was observed. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator had a variation in the ventilator's pressure delivery. The device was evaluated by a third party service center and the customer's complaint was confirmed. The device's software was reloaded to address the issue.